Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lavh procedure. Reportedly, the staples did not form properly and there was some bleeding. The surgeon controlled the bleeding with cautery and completed the procedure. The hosp has reported no pt injury occurred.